Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device was unable to obtain an ECG signal via multifunction cable and gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll for evaluation instead a copy of print strip from the reported event was provided by the customer. Review of strip could not determine the cause of flat line signal. However, the certified distributor notified zoll via email communication that the device had a system interconnection cable which was loose at a connector on the system board. The interconnection multifunction signal cable was replaced to remedy the reported problem. The cable was scrapped. Analysis of reports of this type has not identified an increase in trend.